Event description:
Initial results generated in 2007 for alt and alkaline phosphotase on a pt sample were 1/0 u/l respectively. When repeated six days later, the results were 19/61 u/l. The incorrect results were not used by the physician to guide therapy. The field service rep was unable to determine a cause for the discrepancy.